Event description:
The customer reported that a strong smell to insulin was coming out from the reservoir compartment. The blood glucose reading was 138mg/dl. Days later, the diabetes certified management called to report that the reservoirs were still leaking. No further information was provided.

Manufacturer narrative:
Inspected one open and used reservoir performed manual prime and high-pressure test per specifications. Using a new infusion set along with the insulin pump, the reservoir passed per specifications. No leakage anomaly noted during analysis. Inspected o-rings on the stopper groove for defects and no anomalies were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.